Event description:
We discovered a couple months ago when we were conducting bud testing of fentanyl 10 mcg/ml that the smaller size bd syringes may affect the potency of fentanyl. In fact, our 2 day sample only yielded 67 percent of the expected potency (1 ml fentanyl in 3 ml syringe). We acquired a few (B)(6) syringes (same size syringe) and sent for testing and theirs were having the same problem with potency. However, the fentanyl 10 mcg/ml in 50 ml syringes did not have potency problem. I reported the issue to bd and was told that they will conduct an investigation. In the meantime, (B)(6) recalled their products prepared in 3 and 5 ml syringes a couple of weeks ago stating that they have issues with those syringes. Last week, we were told by our anesthesiologists that they seem to require a lot more rocuronium to put patients to sleep. And last friday, we found out another hospital in (B)(6) is having issues with their rocuronium and neostigmine potency. In fact, they found a gel-like substance in their "older" rocuronium syringes. This is when I re-contacted the bd folks and got the following email" "we have confirmed that we do "see" medication degradation in certain size syringes (3ml and 5ml). We have confirmed this in certain medications: fentanyl, methadone and we have heard reports of remifentanil and cisatracurium. We use two stopper suppliers and it would appear that the secondary supplier is the source. However, we have yet to define the root cause. All our other syringes, especially the pharmacy convenience trays, use the primary stopper supplier exclusively. We are converting back to sourcing the stoppers solely from the primary stopper supplier for the 3ml and 5ml pharmacy convenience trays. This conversion should be completed within the next week or two. Our internal testing indicates that there are no issues of degradation when tested with a 24 to 48 hour window of compounding so draw and use applications are not impacted across the board." It appeared that the bd 3 ml and 5 ml may cause degradation of certain drugs. According to bd, "drugs that appear to be ph sensitive seem to have potency issue and this is only a concern if the drugs stay in the syringe for longer than 48 hours." Bd also told me that they will be sending letters to directors of pharmacy communicating the issue, hopefully by friday.